Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The customer reported his blood glucose reached between 250 to 300 mg/dl and that the cannula looks bent. The pod was worn between 1 and 4 hours.